Event description:
The facility reported the device had spontaneously shut off during pt use, when being used during a procedure in the operating room. The facility reported that there was no pt injury. No additional information regarding the event was reported.